Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review revealed that the lead integrity alert triggered. 1 - patient alert for lead failure predictor on (B)(6) 2011 16:35:51. Oversensing occurred. 6 - ventricular nonsustained tachycardia episodes of<=210 ms average v-cycle occurred between (B)(6) 2010 08:27:09 and (B)(6) 2011 07:56:52. Interference/noise was observed. Ventricular short interval count v-sic=4.1 counts avg/day, in 11.02 days, between (B)(6) 2011 16:59:28 and (B)(6) 2011 17:28:58.

Event description:
It was reported that the lead integrity alert triggered due to oversensing and noise. There was undersensing seen on realtime electrocardiogram. The sensing was programmed to tip to coil. 5 days later it was reported that no oversensing was seen but r-waves remain low. Two weeks later it was reported that with tip to coil sensing there was slight noise observed on electrocardiogram. It was also reported that it was suspected that what is occurring might point to a coil fracture. The lead remains in use. No patient complications have been reported as a result of this event.